Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy when used on the stomach, the device was able to fire but the staples did not formed the b shape. These happened in six devices. The event lead to or extend the patient's hospitalization for two days. The incision was extended but not by more than one inch. A new product was used in order to complete the procedure.